Manufacturer narrative:
Device has not yet been returned for eval.

Event description:
It was reported that, when the nurse opened the packaging of the kit, primed the tubing, connected the tubing to the pt, blood started backing up into the tubing, and started leaking from the vamp port. Problem was identified immediately, and the pt was not harmed.